Event description:
A malfunction on the pump was reported by the caller without any prior notable events. The customer's blood glucose level exceeded 500 mg/dl but returned to normal after the customer exercised upon realizing the malfunction. Technical support was contacted, and they provided information on resetting the pump without needing third-party assistance. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and contact support if any issues reoccurred.